Event description:
A patient reported experiencing inaccurate erratic result with an otu meter. The patient's blood glucose results were 170, 128 mg/dl. Test were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.